Event description:
It was reported that there was spontaneous extrusion of catheter cuff.

Manufacturer narrative:
Record review. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Each patient has a different reaction to an implanted foreign body and tissue ingrowth is related to this reaction. Many variables contribute to the encapsulation of a textile. These include factors related to surgical technique, patient hematology, and concurrent drug therapy.